Manufacturer narrative:
(B)(4). The explanted electrode was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were explanted due to the patient's infection. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The explanted electrode was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were explanted due to the patient's infection. No additional adverse patient effects were reported.